Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (b)(6) 2026. On the same day, it was reported that the patient¿s wearable failed and the patient did not have any more supplies to use, therefore, the patient was no longer in an active sensor session. Later the same day, the patient went to the Emergency room (ER) for evaluation. At the ER, the patient¿s BG meter reading was 400 mg/dl and he was diagnosed with heat exhaustion. The patient stated that he believed his elevated BG level caused dehydration which then contributed to his heat exhaustion. The patient declined to provide any further event details including any treatment information or how long the patient was in the ER prior to being discharged. No other patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hyperglycemia.